Manufacturer narrative:
The serial numbers of the e 801 analyzers are (B)(6). The lot number and expiration date of the anti-hav reagent were requested, but not provided. The investigation is ongoing.

Event description:
The customer reported an issue with the cobas infinity software. The issue affected patient samples tested with elecsys anti-hav ii on two cobas e 801 analytical unit analyzers. The result modification rules set up on the cobas infinity software for the anti-hav assay were found to be incorrect. According to product labeling for the anti-hav assay, patient results with results > 1.0 coi are interpreted as non-reactive. Patient results with results < or = to 1.0 coi are interpreted as reactive. The cobas infinity software was set up to modify results from the e 801 analyzers to provide the following result interpretations: coi values of -99999 to 0.90 = non-reactive, coi values of 0.90 to 1.09 = equivocal, coi values of 1.10 to 999999 = reactive. The issue has impacted approximately 167 patient samples that have been tested since (B)(6) 2025. For example, a sample tested on an e 801 analyzer on (B)(6) 2025 resulted in an anti-hav value of 1.06 coi. The value should have been interpreted as non-reactive, but based on the result modification rules set up in cobas infinity, the result was reported as equivocal.

Manufacturer narrative:
The investigation did not identify a product issue. The issue was caused by a mis-configuration of the settings to erroneously include an equivocal result interpretation range.